Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 52-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. Positioning issues were encountered with an impella 5.5 pump following placement in the left ventricle. It was documented that once placed in the left ventricle, the pump pulled towards the sub-annular structures of the mitral valve when flows were increased. The pump was removed and reinserted, but the physician was unable to direct the pump away from the sub-annular structures. This resulted in suction when the pump was once again turned on. The pump was again removed and re-inserted; however, the physician could not torque the pump into the desired position and the decision was made to abort the placement. The patient remained supported with an intra-aortic balloon pump.

Manufacturer narrative:
No product was returned. The root cause of the positioning issue was most likely patient condition related, as flows were increased impella pulled toward sub-annular structures of the mv as per the clinical description provided. This report is being filed as part of a retrospective review of historical records.